Manufacturer narrative:
At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
A revision was performed and the rv lead was successfully replaced. The crt-d remains implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision will be performed to further evaluate the sytem. No additional information is available. After the revision has been performed and any further information is reported, this report will be updated.

Event description:
Boston scientific received information that a red alert was issued through the latitude system that this device detected a high shock impedance measurement. The manufacturer, model, and serial number for the associated right ventricular defibrillation lead is currently unknown. Additional information was later reported that at the last patient follow up induction testing was performed and resulted in a shock impedance measurement of 60 ohms. No adverse patient effects were reported.

Event description:
Additional information was reported that an induction test was performed with this cardiac resynchronization therapy defibrillator (crt-d) due to the out of range shock impedances. During testing, an error was displayed stating that an open circuit condition was detected. Measurements were taken on the right ventricular (rv) lead and sensing and pacing measurements were normal. It is suspected that one of the rv lead's high voltage conductors is fractured. No adverse patient effects were reported.